Manufacturer narrative:
Batch review performed on 28 october 2025 lot 2338085: (B)(4) items manufactured and released on 16-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
On (B)(6) 2025, the patient had primary left knee surgery. On (B)(6) 2025, the patient came in presenting an infection and the pathogen was unknown. The surgeon revised the tray, insert, and femur. The surgery was successfully completed (B)(4). Presently, on (B)(6) 2025, the patient came in presenting an infection and the cause is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.